Manufacturer narrative:
No pt info as no pt was involved in this concern. RMA issued. As of the date of this report, the arm has not been received for evaluation.

Event description:
A site rep reported that their vertek arm would not lock. No pt present.